Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that "it has smaller filter that is very prone to plugging. Increased nursing time required to resolve occlusion events in community." No patient injury was reported.